Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator. There was no patient or user injury reported.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service found there was leakage due to a cut on the bending section cover, the adhesive on the bending section cover was detached, the connecting tube was scratched and wrinkled, the grip was scratched, the scope connector cover was scratched, the suction cylinder was shaved, switch button #1 was scratched, the universal cord was scratched and deformed, the protector of the universal cord on the scope connector side was cut, the light guide cover glass was corroded, the scope connector was scratched, and the bending angles in the down/left/right directions were out of specification due to wear of the angulation wire. There was play in the up/down and the right/left angulation knobs due to wear of the angulation wire. The insulation resistance value at the distal end was out of specification due to a cut on the bending section cover, and the plastic distal end cover was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause foreign material was that reprocessing steps recommended in instructions for use were not performed completely due to water leakage from device which made foreign material remained at/around forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.